Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-24986. It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix would not come out and the guidewire was stuck inside the electrodes after multiple repositioning of the right ventricular (rv) lead. The initial rv lead was explanted and replaced, but the new rv lead exhibited the same problems. Finally, the physician opted to use a third rv lead which was successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of helix mechanism issue and stylet removal issue were confirmed. As received, a complete lead was returned in one piece without the stylet. Visual examination found the helix to be retracted and clogged with blood. X-ray inspection found overtorque of the inner coil inside the connector region consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly at the inner coil. The measured full helix extension length was within specification. Unable to test the stylet insertion/ removal due to overtorqued inner coil inside the connector region. The cause of the reported events was isolated to the overtorque of the inner coil and to the helix being clogged with blood.